Manufacturer narrative:
Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control unit of the battery reamer/drill device was not functioning and was defective. It was further determined that the device failed pretest for check power at the motor with test bench minimum. 190 to 250 watts, function test ¿ forward¿ and ¿reverse¿, check trigger and ecu (electric control unit) function, functional test, check battery casing coupling, trigger test and general condition. It was noted in the service order that the device not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further investigation, it was determined that the motor had electrical fault and had misfired. It was further determined that the control was defective. It was further determined that in addition to the initial assignable root cause of improper handling, normal wear was also identified. (B)(6). The reporter¿s country, name, phone number and address were incorrect in the initial report. The correct country of this report has been corrected from (B)(6). All the reporter¿s information has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.